Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: (B)(4) 2018. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/11/2019.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 9/8/2020,

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. At the first post-op day, when pulling out the drainage, the drain cracked apart and the distal end stayed in the patient's body. The patient will undergo a second surgery to remove specimen on (B)(6) 2017, evening. It was also reported that additional information will follow after the second surgery has been done.

Manufacturer narrative:
Additional information was requested and the following was obtained: 1. What was the name of the procedure? Discushernia operation (discectomy) 2. When was the initial procedure performed? (B)(6) 2017 3. Please confirm that the patient underwent a second procedure on (B)(6) 2017. Yes, around 6:00 pm 4. What was the outcome of the second procedure? The rest of the ripped off drain was removed from the patient. 5. What is the patient¿s status? Went home around one week later in healthy condition 6. Is there actual (not unused) product available for return? Yes, the part that was removed during 2nd procedure from the patient was send for investigation. Unfortunately the part that was pulled out by the nurse on the surgical ward was discharged. Also unused samples of the same lot was send for investigation.

Manufacturer narrative:
Unused representative samples and a piece of actual drain broken in its fluted area were returned for evaluation. The actual sample has very uneven, indented broken end; it was apparently damaged during insertion and broke when pulled for removal. The drain broke following damage in use. Unused samples were inspected and have been acceptable.